Manufacturer narrative:
Concomitant medical products: 6940, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced sporadic out of range superior vena cava (svc) impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.